Event description:
Zoll defibrillator/monitor was placed on a patient to read rhythm as it showed a possible atrial flutter irregularity. Monitor went blank after two minutes without warning of low batteries. After turning monitor off and back on again, monitor showed and gave signs of ECG, (electrocardiogram) lead off, unable to get oxygen saturation, and was flashing. Was turned off again and batteries changed and then restarted. Monitor then seemed to work and showed sr (sinus rhythm) and 100% saturation. 12 lead not obtained due to prior problem with monitor. ECG cable was checked and secured.